Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿late-onset interventricular septal perforation from left bundle branch pacing." Heart rhythm society. 2020;6:627¿631. Https://doi.org/10.1016/j.hrcr.2020.06.008 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding interventricular septal perforation from left bundle branch pacing. The article reports a patient who experienced a perforation of the lead. Approximately two weeks post implant, they had intermittent dizziness with a sudden increase in threshold. The patient was brought in for device interrogation which showed loss of capture and a micro dislodgement was suspected. The lead was reprogrammed, and the patient was planned for follow up. Approximately four weeks later, a transthoracic echocardiogram (tte) was performed and revealed an interventricular septal perforation. The patient was initiated on anticoagulation and the lead was replaced. The status/ disposition of the lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.